Event description:
The customer reported that the insulin pump had a button error alarm during bolus. The customer also reported that the device's keypad was not responding properly. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was 247 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had an intermittent up arrow button due to corroded keypad traces. No button error alarm noted. The insulin pump had a cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, minor scratches on lcd window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.